Manufacturer narrative:
(B)(4). The customer did not provide the product code of this device; therefore the 510k number cannot be determined. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that at least twenty intermate devices were leaking from the winged luer cap before use. This is report number 13 of 20. The devices were filled with pamidronate when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: broken wires in driveline.specific component(s) involved: driveline malfunction.additional text: broken wires.other component:causative or contributing factor: patient error in caring for system.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.

Event description:
It was reported to baxter (B)(4) that thirteen intermate lv 100 devices had loose winged luer caps, resulting in leakage before use. This is report number 13 of 13. The device had been filled with pamidronate 90 milligrams in 250 milliliters normal saline when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of leakage. The root cause was determined to be a loose winged luer cap. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.